Manufacturer narrative:
The customer did not return the product for investigation. Since no product was returned, the cause of the event could not be determined.

Event description:
The initial reporter complained of an issue that occurred in the past with an accu-chek inform ii base unit. The date of the event is an approximation; the reporter stated the issue occurred one year ago. The customer alleged the base unit was not charging and the charging contacts of the base unit appeared "scorched" and "burnt."

Manufacturer narrative:
The base unit was requested for an investigation, however, the base unit is no longer available to return as the customer has already replaced it.